Event description:
Follow-up identified the patient last charged the ipg approximately three months prior to it being inoperable.

Manufacturer narrative:
1627487-12192011-003-r; this ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg for an unknown period of time. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Effective stimulation was restored following the procedure.